Event description:
Boston scientific received information that during a routine follow-up, it was noted that this device has recorded high values of right ventricular pacing impedance. There have been different impedance values noted with different left arm movements and while the device was manipulated. Shock impedance, pacing threshold measurements, and sensing have all been stable. During movements, the signal was clear on both the pacing and shock channels. The patient has been fine. The physician decided to evaluate the system at the next follow-up. No adverse patient effects were reported.

Event description:
Subsequently, the device was explanted for an issue unrelated to this observation. That information can be viewed in FDA report 2124215-2015-05797.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. High powered microscopic visual inspection of the lead barrels and header, noted no irregularities; all dimensions found to be within specifications. The device passed all therapy verification testing commensurate with its battery status, confirming proper operation of the pacing and sensing functions, as well as a lead impedance test and telemetry testing. The clinical observation of high rv lead impedance was unable to be confirmed or duplicated during testing and detailed analysis.

Event description:
Subsequently a surgical procedure had been performed and the system evaluated. The physician confirmed the setscrews appeared engaged and the lead was properly connected to the header of the device. The physician also reported a small piece of fibrotic tissue, visible upon lead terminal pin removal from the header. The lead was tested with a pacing system analyzer and showed consistent impedance and threshold values (700 ohms and 0.6v at 0.4 ms); normal ranges. The same values were seen when the lead was reconnected to the device. The physician was confident that the out of range measurements were caused by the fibrotic tissue. The device and lead were successfully reconnected and the pocket closed. The patient was seen in-clinic after one month and again normal values were observed. No resulting adverse patient effects.